Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that the patient experienced stress urinary incontinence, pelvic pain, straining to void, occasional hematuria and mixed urinary incontinence, urinary tract infection with right lateral sulcus mesh extrusion, and the right sling arm emanating from the right inferior pubic ramus.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pelvic pain, urinary and voiding problems, incontinence, difficulty with daily activities and two removal surgeries on (B)(6) 2017.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. Devices met specification prior to release.

Event description:
Additional information received on 01/27/2023 as follows: beginning on 6/25/2015 through 10/17/2018 the patient was experiencing dysuria, urinary frequency and urgency, vaginal rash, and bleeding.